Event description:
N/a.

Manufacturer narrative:
(B)(6). Updated field: b4, e1(initial reporter name, email), g3, g6, h2, h6(medical device - problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) upon inspection, confirmed that the unit was neither powering on nor charging. Further investigation revealed the presence of saline within the device, primarily affecting the pim and the power management board. Additionally, the blood pressure cable assembly was found to be damaged. Corrective actions were taken, including replacement of the power management board, pneumatic module assembly, rohs, and the blood pressure transducer cable assembly. Following these replacements, the unit successfully powered on and completed the autofill process. The device was then set to augment for one hour without any issues. The device subsequently passed all functional and safety tests in accordance with factory specifications. The unit was returned to the customer for continued clinical use. The failure analysis and testing dept. Received part with a reported unit failure of the unit not powering on and had saline on the board. The fat performed a visual inspection and found the part to have corrosion and traces of saline. See attachment. This damage would cause the unit to fail to power on. Root cause of this is a design issue due to the saline entering the machine easily. Retaining the part in the failure analysis and testing department. Based on the evaluation results provided by the field service engineer, the failure occurred due to a damaged blood pressure cable and contaminated pim. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned. The most probable root cause is component reliability and fluid ingress.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra - aortic balloon pump (iabp) was unable to power on. However, there was no patient harm reported.